Manufacturer narrative:
(B) (4).

Event description:
It was reported that during the ventilation of a pt, the ventilator generated alarms for low minute volume, low peep (positive end expiratory pressure) and low oxygen concentration. (B) (4). (B) (4).